Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician reported that the clip ligating body tissue got damaged in the patient. The damaged clip was not removed from the patient. The physician ligated the tissue by using additional clips and the procedure was completed successfully. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) lot in april of 2014. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The physician reported that the clip ligating body tissue got damaged in the patient. The damaged clip was not removed from the patient. The physician ligated the tissue by using additional clips and the procedure was completed successfully. The patient's condition was reported as fine.